Event description:
During device preparation for pvi, the catheter was not recognized by the ensite precision mapping system. It was not possible to perform a reset. The connections to the tactisys were verified. The catheter was replaced and the issue was resolved. The procedure was successful, and there were no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.